Manufacturer narrative:
An investigation has determined that some cartridges with ck lot #52044hw00, expiration october 19, 2007, may cause decreased qc and/or patient results, increased imprecision, and error code 1054 (unable to calculate result, reaction check failure) when a cartridge is initially placed into use on the architect csystems. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that the new clinical chemistry creatine kinase reagent lot# 52044hw00 yielded quality control results out of range low. Level 1 was 148.1 u/l with previous lot, is now 123, 126, and 124 u/l. Level 2 was 454.5 u/l with previous lot, is now 376, 377, and 378 u/l. There was no impact to patient management reported.